Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue with air flows back into the side port occurred. It was reported that air was mixed during insertion. The issue was resolved by changing the vizigo¿ to another one. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue with air flows back into the side port was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The device evaluation was completed on 18-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue with air flows back into the side port occurred. It was reported that air was mixed during insertion. The issue was resolved by changing the vizigo¿ to another one. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of the backpressure test of the vizigo¿ sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo¿ sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record (DHR) was performed for the finished device 00001951 number, and no internal actions related to the complaint were found during the review. Based on the DHR, h 4. Device manufacture date has been updated. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).